Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: based on the information provided it was not possible to conclude the exact root cause for this event. It is however considered most likely that advancement difficulties were due to tortuous anatomy. The damage to the sheath tip reported could have been caused by already placed stent graft. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient previously treated with other manufacturer's stent graft had type iii endoleak. The physician selected zenith tx2 taa endovascular graft proximal component to treat the type iii endoleak because the access vessel was thin. The aorta was strongly tortuous at around the diaphragm, and the other manufacturer's stent graft was dent, so the physician had a difficulty to advance zteg-2p-32-200-jp even by pull through technique. He replaced it with zteg-2p-32-200-pf and tried to deliver by pull through, but failed. He removed the delivery system and found the sheath tip was frayed, so he decided not to use it. He then tried zteg-2p-32-200-jp again and managed to deliver it to the target site and the stent graft was placed successfully. Patient outcome: the patient has not shown any problematic symptoms due to this occurrence.